Event description:
Boston scientific received information that this left ventricular (lv) lead was revised. A local area sales representative was contacted, and reported the lv lead was revised due to diaphragmatic stimulation. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was revised. A local area sales representative was contacted, however at this time additional information was not provided. To date, no adverse patient effects were reported with this clinical observation.